Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported severe blood glucose (bg) fluctuations caused by their omnipod 5 controller intermittently losing connection with their dexcom g7 sensor. The patient reported that their glucose levels have been swinging dangerously, dropping as low as 20 mg/dl, requiring 911 emergency services where paramedics arrived at their home and injected glucose. The patient stated that their bg levels also fluctuate with spiking above 600 mg/dl. The sensor reads intermittently, preventing the automated insulin delivery system from functioning properly. The patient mentioned they had recently received a replacement controller but had not activated it yet. During the call, the agent assisted in setting up the new controller. However, a critical issue was discovered as the patient¿s original controller had no basal programs saved despite showing basal rate information (32.4 units/day with rates of 1.3-1.4 units/hour at different times). The agent explained that without proper basal program configuration from a physician, the system cannot function safely, which likely explains the dangerous glucose fluctuations. The agent strongly recommended they consult with their doctor for proper settings configuration. The patient expressed frustration about difficulty getting timely doctor appointments. Despite warnings of risk, the patient proceeded to input settings based on what they could see in their old controller. The patient administered 15 units of emergency insulin during the call when their glucose exceeded 400 mg/dl.